Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device intermittently shut off and rebooted on its own. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the malfunction was not duplicated. Please refer to medwatch report 1220908-2014-00869 for a different patient event with the same device.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.